Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was further reported that the event occurred during pre-dilation. Although the balloon was being inflated, there was no reading on the gauge.

Event description:
It was reported that during an unspecified procedure the gauge on the inflation device "wouldn't work at all." The 90% stenosed lesion was located in the moderately tortuous proximal left anterior descending artery. It was noted that the gauge "wouldn't work at all." The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).